Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This MDR is two of two for the same patient on subsequent dates.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during her treatment. She found fluid leaking from the blue trigger pin which fell out. She discontinued treatment. The sample was discarded. During follow up the patient reported that she had this happen two nights in a row. This night she reset with new supplies and completed treatment. The patient reported that she has not had any complications. No adverse event reported at this time.